Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete. Device not yet returned to the manufacturer.

Manufacturer narrative:
The bur and attachment ((B)(4), lot 13252) subject to this investigation were returned to the manufacturer for evaluation. It was visually confirmed that the bur was broken in the attachment. No further device inspection was possible as the bur could not be removed from the attachment. Based on review of the information provided in relation to this reported event and as device inspection of the affected product is not possible, the root cause of this event is undetermined.

Event description:
It was reported that the drill bit broke up in the attachment. It was further reported that the procedure was completed successfully and there was no patient impact or surgical delay as a result of this event.

Event description:
It was reported that the drill bit broke up in the attachment. It was further reported that the procedure was completed successfully and there was no patient impact or surgical delay as a result of this event.